Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the device was being evaluation by the manufacture, it discovered tips of devices were missing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. A service history review was attempted, part no. 314.05, lot no: 4254117, no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 5-apr-2001. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Part 1 of 2. Device history records was conducted. The report indicates that manufacturing location: (B)(4). Assembly, manufacturing date: 4/5/2001, part #: 314.05, lot#: 4254117 (non-sterile) - cannulated hexagonal screwdriver. Quantity (B)(4). Lot was release to the warehouse on 4/5/2001. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An investigation summary was performed. The investigation of the complaint articles has shown that: two cannulated 4.0mm hexagonal screwdrivers (314.05 lots 4254117 and 4805677) were bent. The issue was discovered in sterile processing; no surgical or patient involvement. The returned drivers were examined and the complaint condition was able to be confirmed in each instance as both tips were found to be broken (deformed, cracked). A definitive root cause was unable to be determined however the complaint condition is consistent with the application of excessive force over their 11-14 years in the field (mfg 4/2001 and 6/2004 respectively). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair department documented that two cannulated 4.0mm hexagonal screwdriver (lots 4254117, and 4805677) are bent. This was discovered after wash. There was no case or patient involved. There report is 1 of 2 for (B)(4).